Event description:
Device 2 of 2. Reference MFR report #: 1627487-2011-05139.

Manufacturer narrative:
Results - two incomplete leads were received (terminal ends and lead bodies). Product testing was not performed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.